Event description:
Philips received a complaint on the heartstart mrx monitor defibrillator indicating there was a battery failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse was unable to provide information regarding the evaluation and resolution of this case as the information was asked but unknown. Based on the information available and the testing conducted, the reported problem was not confirmed. The cause of the reported problem could not be determined. Based on the information available and results of additional analysis, no further action is necessary at this time.